Manufacturer narrative:
A supplemental MDR is being submitted due to additional information being received. The following sections have been updated: b4, b5, d4, g4, g6, h2, h11. The investigation is ongoing.

Event description:
As reported by our colombian affiliates, during implant of a 23mm sapien 3 valve in the aortic position, when the commander delivery system balloon was about 60-70% of inflation, it burst. The valve embolized and was deployed in the descending aorta. During removal of the delivery system, withdrawal difficulties were noted and the delivery system got stuck. When the sheath was removed, liner delamination was seen. A second valve was implanted successfully. No vascular injuries occurred.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the h6: health effect - impact code and health effect - clinical code. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: esheath liner appears delaminated. Delivery system balloon burst and bunched towards nose tip. Presence of tortuosity within patient's access vessel. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the complaint for sheath liner delamination was confirmed based on the evaluation of the imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial alignment, withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during deployment and difficulties arose when trying to retrieve the delivery system into the sheath. In addition, 3mensio showed presence of tortuosity within patient's access vessel. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system catching onto the sheath liner, especially if patient factors (such as tortuosity) are present near the sheath distal tip. More than one of these factors can compound and exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our colombian affiliates, during implant of a 23 mm sapien 3 valve in the aortic position, when the commander delivery system balloon was about 60-70% of inflation, it burst. The valve embolized and was deployed in the descending aorta. During removal of the delivery system, withdrawal difficulties were noted and the delivery system got stuck. When the sheath was removed, liner delamination was seen. A second valve was implanted successfully.

Manufacturer narrative:
The investigation is ongoing.